Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities. The proglide device was used in use right superficial femoral artery and no imaging of the target groin was performed prior to use in the emergency procedure. It should be noted that the perclose proglide instructions for use (IFU) states to not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery since this may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). IFU also states to perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3, d11: date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device coding 2017 ¿ failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right superficial femoral artery was attempted using two proglide devices with a 6f sheath after an obtuse marginal stenting procedure. Reportedly, reportedly no femoral angiogram was used prior to proglide use in this emergency procedure. There was no suture with plunger removal for both devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.